Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had many no delivery alarms during a bolus. Customer's blood glucose level was 28.1 mmol/l. Customer is using the orbit 90 infusion sets. Customer was advised that we do not troubleshoot any third party products. Customer understood. Customer stated that the orbit sets are cheaper. Customer refused a sample from medtronic. Customer was explained the alarm and that it may be a site issue. Customer stated that he is lean and does not have much fatty tissue. Customer was advised to try silhouettes. No further assistance needed.